Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was experiencing twiddler's syndrome. It was reported that the right ventricular (rv) lead dislodged. The rv lead was repositioned and the ipg was repositioned to a subpectoral location. No further patient complications have been reported as a result of this event.